Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin. The customer could not recall if an alarm was received. Blood glucose (bg) was over 500 mg/dl and an insulin injection was administered. The customer went to the emergency room (ER) and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with fluids and insulin drip. The customer was discharged the next day. High bg/dka were resolved. The customer could not recall further details of the event.